Manufacturer narrative:
Minimal device and event information has been made available, and as the patient has declined further follow-up, no further investigation can be performed. Tooth movement is a known risk that is documented in the instructions for use for the device which is communicated and provided to the patient upon device delivery. No new failure mode has been identified and no further followup will be performed. The report is outside of 30-day reporting internal due to a myriad of enrollment errors with the esg and errors in the test submission environment during the firm's enrollment process for electronic submission. The test submission was unable to be successfully completed until 03 oct 2024 after emdr help desk resolution due to the patient weight being unavailable in this report causing submission failures in the test environment. Access to production was not troubleshooted and completed until 03 oct 2024, delaying the delivery of the report to the emdr database.

Event description:
The patient stated that during 2022 and 2023, the somnomed somnodent flex dental appliance caused their bite to change, leading to jaw, head and cervical spine pain, and to biting of interior gum and lip flesh when chewing.